Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy properly in the aorta. Leaked around the heartstring impeding visualization. Heartstring then failed to uncoil and needed to be cut out in 3 pieces. Same device was used to complete the procedure. They verified removal in its entirety based on visual inspection. There was a delay that came from poor visualization but uncertain about the amount of time. No patient injury reported

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000406469 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.